Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg displayed the "elective replacement indicator" eri message. It is unknown if the message triggered early. The device is still providing therapy. Surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
A4 patient weight added to the record.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.